Event description:
It was reported that the user experienced a low blood glucose episode while using the ilet after not announcing meals and receiving automated correction doses, after which they treated with 15 grams of oral carbohydrates and blood glucose recovered. Symptoms included shaking/ tremors and hypoglycemia reaching 69 mg/dl. Outcomes included no alerts or alarms, no emergency treatment, and no hospitalization. Investigation included user troubleshooting and education that reinforced the need to announce meals moving forward. Investigation of this case revealed no device malfunction or alarm behavior and identified user technique as contributory, given missed meal announcements preceding automated correction dosing and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcements.